Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/20/2014 with the following findings:.unable to duplicate reported complaint. No defect was found. A delivery accuracy test was successfully completed. No alarms occurred during testing. Pump found to be operating within required range and delivering accurately. The black box shows a replace cartridge alarm on (B)(6) 2013 00:41; deliveries were not resumed until (B)(6) 2013 06:11. The tdd history is accurate when comparing delivered basals and bolus. Typical usage alarms observed in alarm history. The last basal delivery was on (B)(6) 2013 and the last bolus was an 11.10u bolus on (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that the patient¿s blood glucose (bg) had been running high over the past 3 days. The reporter stated the patient obtained high bg readings of 499 and 458 mg/dl and tested positive for large ketones. There was no mention of additional symptoms. In response to the high bg reading, the reporter stated the patient was treated with insulin via syringe in addition to changing out sites. At the time of troubleshooting, the reporter confirmed the pump was set to the correct date and time and all advanced settings were programmed as intended. There were no associated alarms in history. The patient¿s mother confirmed bolus history was correct and basal settings and basal tdd (total daily delivery) history matched. After pump settings and history were reviewed the animas representative informed the patient¿s mother that the subject pump appeared to be delivering as programmed. This complaint is being reported based on the indication that the patient developed signs/symptoms associated with hyperglycemia and insulin pump use could not be ruled out as a cause or contributor to the event.